Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on charged coupled device, and outer tube showed a dent. Based on the results of the investigation, it is likely the following led to the malfunction: the shadow on image was caused by a component failure of the charged coupled device. Additionally, the outer tube was dent due to excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had a shadow on image. The issue was found during inspection for use. There were no reports of patient involvement.